Event description:
Dealer states part not under warranty because enduser stands up on footplates to reach things and bent the right upper rigging. He has told the enduser several time this was unsafe and may damage the riggings but he doesn't listens. Sending to quality.